Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the rewind/priming process after a reservoir change due to a possible occlusion. The customer's blood glucose was 220 mg/dl. While attempting to perform a 5.0 unit fixed prime, the customer pressed act, and the insulin pump prompted him to rewind. The customer stated that insulin did not exit during the rewind and reported that the infusion set had a leak. He stated that the leak was near the quick release on the tubing. He stated that the infusion set tubing did not come apart or have any cracks/splits. He was advised to change the infusion set and return the set for analysis. He also observed cracks and scratches to the insulin pump as well as the screen. The customer noted a crack near the insulin pump screen by the battery compartment and did not know how the damage occurred.